Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient's mother reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose was also 592 mg/dl at one point. The patient treated via manual insulin injection. Troubleshooting was initiated for the no delivery alarm. The patient resolved the issue by changing the infusion set and reservoir. However, the insulin pump received a no delivery alarm later in the day. The insulin pump will be returned for analysis.